Manufacturer narrative:
The investigation of thrombus has been completed. The pump was retuned for investigation and no abnormalities were observed upon investigation. Data logs review showed the irregular spike in purge pressure and spike in the motor current indicating the biomaterial. To determine the true root cause of the thrombus, the clinical information need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined. D.9 date device returned/information was added. E.1 revised facility name and address line 2 as the facility name was previously entered in the address line 2 field on initial manufacturer device report number 1220648-2024-24550.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported a patient on impella 5.5 support developed acute mesenteric ischemia requiring emergent abdominal surgery twice. The physician stated that this event was attributed to micro-emboli shot off from the impella. Before the ischemia event, the impella 5.5 level was dropped to p3 and anticoagulation was on hold for two hours prior. The patient remained stable and survived explant.